Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The inner insulation of the lead was extrinsically breached due to a cut and the outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The stylet/guidewire was kinked/buckled and there was blood on the distal conductor of the lead and it was not obstructed. Additionally, there was blood on a defibrillation conductor and it was not obstructed. Furthermore, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated damage at implant. The analyst also noted that the lead was returned with a gray 65 stylet inside, it was visibly kinked in multiple locations. The lab inserted fresh gray 62 stylet and the stylet test passed. The overlay tube, outer insulation and inner insulation was cut at 23cm, blood was visible in right ventricular (rv) and distal conductor, this could cause oversensing noted in complaint. Lead was returned with the helix fully retracted, tissue was visible in the helix. The helix was slightly bent but still operates within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a warning for high impedance on the rv-tip to rv-coil. The lead also had sudden high pacing threshold and a drop in r-wave measurement. Additionally, the lead had noise and sensing integrity counter (sic). Furthermore, the lead had low pacing impedance. During revision of the lead, the lead continued to have noise and sic after reconnecting with the device. The stylet was also difficult to remove from the lead. The physician decided to replace the lead. No patient complications have been reported as a result of this event.